Event description:
It was reported that the user received repeated prompts on the ilet to connect a cgm or enter blood glucose after a supply change and attempted pairing of a new freestyle libre 3 plus, with pairing failing to the ilet and subsequent cgm signal loss; the user performed a fingerstick and manually entered a blood glucose of 256 mg/dl. Investigation included a review of complaint information and troubleshooting with the user. Further investigation of this case revealed loss of cgm communication following sensor change and a failed pairing between the freestyle libre 3 plus and the ilet. Symptoms included hyperglycemia. Outcomes included temporary interruption of automated glucose control and the need for manual blood glucose entry. It was concluded that, based on previously established findings for similar reports, the event was attributable to cgm signal loss and unsuccessful pairing, with the ilet functioning by accepting manual blood glucose entry. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.